Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated, that the architect folate controls were out of range and error code #1402 (calibration failure, calibration incorrectly loaded) was generated after attempting to calibrate. There was no impact to patient management received.